Event description:
The customer reported that the t:slim x2 pump battery would not charge, leading to a malfunction alarm and a subsequent pump shutdown. Despite the shutdown, the customer's blood glucose level did not exceed 500 mg/dl, indicating no severe impact. Customer technical support instructed the caller to leave the wall adapter plugged into a confirmed working outlet for at least 30 minutes, which successfully resolved the charging issue. The customer was informed about the necessary reset procedures and advised to monitor the device, with the option to call back if the issue recurred.